Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "primary alarm failed", had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the reported issue via confirmation of the error in the event log. The fse then replaced the speaker 1 and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pil). The speaker was tested and verified by a temporary install of the suspect speaker onto the pil standard test bed (stb) that there was a repeat of error code, "primary alarm failed", during the diagnostic portion of the stb operation. Pil found that failure of this returned speaker is due to an open resistance to the voice coil of the speaker. Pil concluded that the returned speaker was faulty.